Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was in backup vvi. The patient was scheduled for a device exchange and sent home. The patient returned to the hospital via ambulance due to an unspecified cause. There was about two hours of resuscitation attempts. The attempts were unsuccessful and the patient died. Paced rhythm was noted during resuscitation attempts and pacemaker was pacing appropriately. Device interrogation showed that the device was in backup vvi. The healthcare professional was unable to maintain an rf connection to copy device data due to low battery. The patient had severe ischemia and had stenosis up to 80% and flow limiting lesions that is suspected to be the cause of death.